Event description:
My wife (B)(6) (type 1 diabetic for 45 years) had a life threatening event from nova care glucose test strips that we determined were giving abnormally high readings. This information was being transferred to her insulin pump. Had to call 911 at approximately 4am on (B)(6) 2017. Emt's checked her blood sugar level at 18. The test strips she had been using were reading 350-450. Emt's gave her an IV and stayed until her blood sugar level was safer. She checked her blood sugar 2 hours later and it was 443. Subsequently took her to (B)(6) clinic to have them test blood sugar and compare to hers. Clinic got a reading of 202 while at the same time her test was 530. Suspected meter was bad so we purchased a new meter. Tested with new meter and got abnormally high results. Opened a new vial (lot number) of test strips and tested my (non-diabetic) blood sugar with new and old test strips: new strips- 116, old strips(same drop of blood)- 329. Reported to nova care (MFR today). Their response was "we apologize," we'll send you a new vial of test strips.